Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump screen was damaged, and a replacement device was arranged and shipped with instructions to shut down the original device and return it using the provided label. Symptoms included no adverse clinical effects, and blood glucose management continued via cgm app or receiver as directed. Outcomes included successful replacement logistics and planned return of the original device. Investigation included collection of photos of the screen and verification of device shutdown and data backup steps. Investigation of this device revealed a hardware screen issue limited to the display, with no reported impact on therapy delivery. It was concluded, based on previously established findings for similar reports, that the cause was physical damage to the display component.